Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g4, g7, h10. Event description: it was reported that patient underwent a right total hip arthroplasty on (B)(6), 2019. The patient experienced a dislocation on (B)(6), 2020 and again on (B)(6), 2020. Products remain implanted. No revision. Review of received data: mymobility clinical study report (prospective multicenter longitudinal cohort study including an interventional (soc) rct sub-study, patient: (B)(6)): pre-op exam: the male patient underwent a right total hip arthroplasty on (B)(6), 2019 with the anterior approach due to osteoarthritis and severe pain. Patient has medical history of arrhythmia/palpitations, arthritis and total joint replacement of the contralateral knee on (B)(6), 2007. The patient was discharged with postoperative dvt prophylaxis of aspirin and foot pump/compression device. No post-discharge physical therapy (mymobility home exercises only). 1-month exam ((B)(6) 2019): patient taking pain killers, patient has not experienced any medical events. 3-month exam ((B)(6) 2020): full weight bearing with normal gait, patient is not taking pain killers, patient has visited another physician due to periprosthetic dislocation of the right hip on (B)(6) 2020, a medical intervention resolved the adverse event on (B)(6) 2020. The dislocation was assessed as not related to the index joint. Additionally, as indicated by phone the patient also had a right hip dislocation on (B)(6)2020 on the way to the hospital. Product evaluation: the products remained implanted; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that patient underwent a right total hip arthroplasty on (B)(6), 2019. The patient experienced a dislocation on (B)(6), 2020 and again on (B)(6), 2020. Products remain implanted. No revision. Based on the provided study records the reported dislocation can be confirmed. Nevertheless, medical records such as a complete x-ray follow-up and surgical notes have not been provided. Without a complete x-ray follow up it is impossible to evaluate the implant position and changes in implant position which may have led or contributed to the dislocations. Further, the patient did not undergo post-surgical physical therapy and the post-op protocol has not been provided; therefore, post-op protocol and patient adherence to the post-op protocol remain unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). In conclusion, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Event description:
It was reported that the patient underwent right total hip arthroplasty and experienced a dislocation approximately three months post primary implantation, and a subsequent dislocation again four days later, and then again two months later. Products remain implanted. Pain and swelling were reported during the third dislocation. Reduction was completed in the ER and the patient was discharged home with knee brace and crunches. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, b7, d3, d4, g1, g3, g6, h2, h6, h10. The products remained implanted; therefore, visual and dimensional evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. All involved devices are intended for treatment. The patient underwent a right total hip arthroplasty due to osteoarthritis and severe pain. After surgery, they suffered multiple dislocations of the right hip. The first and second dislocation episodes are consistent with anterior instability and occurred with hip extension and external rotation. All dislocations were addressed and solved via closed reduction technique. Provided study records confirm the reported dislocation. Nevertheless, medical records such as a complete x-ray follow-up and surgical notes have not been provided. Without a complete x-ray follow up it is impossible to evaluate the implant position and changes in implant position which may have led or contributed to the dislocations. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: avenir mller, stem, lateral, uncemented, ha, 7, taper 12/14; catalog#:0106010107; lot#: 2935433. G7 pps ltd acet shell 56f; catalog#: 010000665; lot#: 6564116. G7 neutral arcomxl lnr 36mm f; catalog#: 010000741; lot#: 6585839. Therapy date: unknown. The manufacturer received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and experienced two dislocations, second dislocation was fixed. There was no revision surgery performed.